Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. Several findings were identified; however, without the device to evaluate , it cannot be determined whether these findings are relevant to the reported issue. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the sheath introducer broke apart incorrectly. The device was completely removed and a new kit was used to complete the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath introducer broke apart incorrectly. The device was completely removed and a new kit was used to complete the procedure. No patient harm. The patient's condition is reported as fine.